Event description:
Complaint raised by mhra indicates that the pt was revised due to loosening and infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.